Manufacturer narrative:
Complete initial reporter name:(B)(6). Complete event site name: (B)(6) healthcare. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated an augmentation below limit set alarm. At 11:36pm, the customer called needing help relieving the alarm and admitted that they did not have much knowledge of iabp and neither did any of the staff that were helping. Troubleshooting was made difficult by this as they had no understanding of the theory and basic nomenclature associated with iabp. They were also asking for advice from the nurses station and were nowhere near the iabp. At the time there was no way to phone into the room. The getinge representative discussed basic theory, and factors that can affect the augmentation at some length. They discussed troubleshooting techniques for low augmentation and the customer was able to grasp some understanding. The patient was very sick, on levophed at a high rate, and ventilated. It was advised to obtain a chest film to confirm placement first, and to consider the patient's hemodynamic status, heart rate, and volume status as possibilities for the alarm. The aug. Control was at max. During the conversation, the alarm was set at 80, and the aug. Remained in the mid 80s so there were no alarms during this time. The staff confirmed that the iabp pressure waveform was in a "chair" formation, and that the arterial line was clean and crisp. By the end of the conversation, they seemed to have a better understanding, and will discuss further medical treatment with the physician if needed. A chest film has been ordered and they agreed to call back with further questions. At 12:52am, the customer called back to report that the low augmentation had improved, but now the iabp was alarming "leak in iab circuit". They had resumed pumping with the start key multiple times, but the iabp alarmed within minutes. They had spoken to the physician about both issues and were frustrated with their lack of willingness to help or offer advice and stated that the physician had little iabp knowledge as well. A chest film had still not been done by this time and it was advised again that this should be done. At this point, the getinge representative insisted the customer find some way to be on a phone while in the room. They then called from their personal phone and they were able to work through troubleshooting. This took a great deal of time as the getinge representative needed to describe in detail the location of keypad buttons, menus, the location of tubing, and type of iab. There was no blood in the tubing, and no visible kinks in the catheter. The positive end-expiratory pressure (peep) was at 5 and the patient was sedated with no movement. The alarm happened multiple times during the conversation and each time they were able to resume pumping. It was advised to consider dropping the aug control if the patient could tolerate. It was warned that dropping the aug would decrease the level of therapy, but may alleviate or decrease the alarm rate. The customer decreased the augmentation by 2 bars and the iabp did not alarm further during the phone call. The getinge representative stayed on the phone with the customer for several more minutes and discussed the alarm in greater detail and offered further troubleshooting tips. They again urged the customer to obtain the x-ray to confirm placement and the agreed. At that point, there were no more questions and the call ended. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.